Event description:
It was further reported that in the physician's opinion the dissection was caused by the promus device and not the guidewire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer.it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a dissection occurred. Access was obtained through the femoral artery. The target lesion was located in the moderately tortuous distal circumflex (cx). The lesion was pre-dilated to 12 atms with unspecified balloons, sizes 1.5x1.5, 2.25x 25, 2.5x15mm. A 28x2.25 promus stent delivery system (sds) was advanced but could not cross the tortuous segment of the proximal cx. The promus sds was removed and it was noted that the catheter was kinked near the guide wire exit port. Next, the proximal cx was predilated with an unspecified 2.5x10 cutting balloon inflated to 16atms, however a sds still could not cross. A unspecified bcs floppy guidewire was advanced to the distal lesion for extra support and a 3.0x12mm balloon was advanced to the proximal lesion and inflated to 14atms. Control angiography revealed a type c dissection with timi 3. No additional patient complications were reported. The patient's status is stable. Additional information has been requested and is not available.